Manufacturer narrative:
Patient city: (B)(6) patient country: (B)(6).

Event description:
Unomedical reference number (B)(4), event occurred in australia on 05-june-2024, it was reported by the patient that he receives an insulin flow block alarm. No further information was available.